Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank with audible tone and vibration. The pump cover was removed and there was no evidence of moisture or damage to the printed circuit board. A failure with the pump¿s read-only memory was determined to be the cause of the blank display. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. The reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.